Event description:
Broke. Tip fell into patient during face lift surgery. Additionally, account stated the broken place had to be located and removed from the patient. The broken piece was located embedded in the patient's tissue.

Manufacturer narrative:
The broken scissors were received for investigation. Visual examinations revealed that the break was a flat clean break and a thin sliver of the stainless steel that remained was bent outward. There are no indications of corrosion, material or craftsmanship defect. Root cause can be attributed to mechanical overstress. Cause of mechanical overstress can not be determined at this time, but may include but not limited to, use beyond the capabilities of the product, and or damaged during handling such as reprocessing. Device history review revealed there was no indications reported that the material or craftsmenship had contributed to the reported issue.